Event description:
The customer reported that their central nurse's station (cns) was not booting up after a power failure.

Manufacturer narrative:
Details of complaint: the customer reported that their central nurse's station (cns) was not booting up after a power failure due to a power outage at the facility. The customer also reported that a switch breaker tripped, which subsequently caused the power failure. The customer tried re-seating the hard drive but could not get the cns to boot. The customer sent the cns to nihon kohden for evaluation and repair. No patient harm was reported. Service requested / performed: evaluation / repair: on (B)(6) 2020, the unit was cleaned and decontaminated by nihon kohden america repair center (nka rc). No physical damage was noticed. On rc evaluation, the reported problem was duplicated. Nka rc decided that the unit cannot be repaired due to it having been sunsetted, so no parts were available to repair the unit. Investigation summary: the overall risk of this event is determined to be medium. The possible causes for the cns to not boot back up could be attributed to a missing operating system, corrupt bios, or an ungraceful exit due to the power outage. As the overall risk of this event is medium, the reported issue does not require further investigation through CAPA process. Additionally, the issue was caused due an environmental factor (power outage), which is outside of nk control. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: telemetry transmitter devices model#: ni. S/n: ni. Approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.) Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) was not booting up after a power failure. The customer also reported that a switch breaker tripped and subsequently caused the power failure. The customer tried re-seating the hard drive, but could not get the cns to boot. The customer will be sending the unit in for evaluation and repair. No patient harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: variety of telemetry devices were used in conjunction with the cns, but did not experience failure. Attempts to obtain the following information were made, but not provided: telemetry transmitter devices, model: ni, s/n: ni, approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.) Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) was not booting up after a power failure.